Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the arctic sun device gave alarm 79 (non-recoverable system error) on the floor with the nurse. Functional test shows no signs. Outlet monitor temperature (t1) was 21.9, outlet control temperature (t2) was 22.0. 6026 hours, they requested quote for 2000-hour service.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue is unable to be determined; the reported issue could not be duplicated during evaluation. Alarm 79 was confirmed in case data. During evaluation, initial test t1 & t2 with in 1°. Pm performed. Cleaned condenser coil, tank, and level sensor. Serviced the mixing (sn # (B)(6), and circulation (sn # (B)(6) pumps. Replaced the heater # 2131, with new heater # 2515, manifold o-rings, drain valves, tank tubing and the coin cell # 20.2.26., with new coin cell # 23.12.22. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the arctic sun device gave alarm 79(non-recoverable system error) on the floor with the nurse. Functional test shows no signs. Outlet monitor temperature (t1) was 21.9, outlet control temperature (t2) was 22.0. 6026 hours, they requested quote for 2000-hour service.